Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness and scar under the overlay patch, which occurred 6 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of a topical cortisone cream. The area was prepared with 3m¿ cavilon¿ no sting barrier film before placing the sensor on the body. The scar was present more than 3 months after the skin reaction occurred. The patient was in good condition at the time of report. No additional event or patient information is available.